Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a tricuspid valve repair after experiencing shortness of breath with exertion and heart palpitations. There was also evidence of valvular regurgitation. During the procedure, it was noted that the patient's right ventricular lead was pressing against one of the valve leaflets, causing it to stay open due to inflammation. The lead was explanted and replaced. The patient was stable throughout.